Manufacturer narrative:
Reported event: during the tka operation using mako, drilled the bone pin to the femoral shaft to place the femoral array. The tip of the pin broke when it reached the second cortex. Replaced with another pin, but it also broke. The third pin could be placed, and operation was completed. However, after operation, x-ray confirmed three broken piece remained in the patient bone. Those could not be removed, so those were left and operation was finished. Product evaluation and results: visual inspection confirms the bone pine has fragments along the pins and can be visually seen in the attached image. Product history review: review of the device history records indicate 1022 devices were manufactured and accepted into final stock. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, l/n w51416-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure of the broken bone pin from the tip can be confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
During the tka operation using mako, drilled the bone pin to the femoral shaft to place the femoral array. The tip of the pin broke when it reached the second cortex. Replaced with another pin, but it also broke. The third pin could be placed, and operation was completed. However, after operation, x-ray confirmed three broken piece remained in the patient bone. Those could not be removed, so those were left and operation was finished.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the tka operation using mako, drilled the bone pin to the femoral shaft to place the femoral array. The tip of the pin broke when it reached the second cortex. Replaced with another pin, but it also broke. The third pin could be placed, and operation was completed. However, after operation, x-ray confirmed three broken piece remained in the patient bone. Those could not be removed, so those were left and operation was finished.